Event description:
The nurse reported a posterior capsule tear occurred and then the vitrectomy probe was difficult to connect to the system. The nurse stated she held the vitrectomy probe in place while the surgeon completed the anterior vitrectomy. The surgeon was able to complete the case.

Manufacturer narrative:
The company service representative examined the system and confirmed the difficulty connecting the vitrectomy probe to the system. The cpc connector was replaced to mitigate the problem connecting the vitrectomy probe. The cpc connector was disposed of in the field. The system was then tested and met all product specifications. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.